Event description:
It was reported, that the rv lead had noise and oversensing. The device was reprogrammed. And the patient will be monitored. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).